Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose of 450mg/dl. It was stated that the customer start feeling very sick while being on the airplane and the airplane had to be grounded. It was mentioned that the customer was experiencing high blood glucose due to excessive no deliveries. The nurse requested to have somebody to check the device. A day after, the territorial manager called and requested the device be replaced. No further information was provided.

Event description:
Customer's blood glucose reading was 496 mg/dl. Nothing further to report.

Manufacturer narrative:
This information is to provide the correct blood glucose reading. Our original medwatch report was submitted missing this information under the description of the problem or event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a depleted energizer battery. Cracked battery tube threads and a slightly damaged battery cap coin slot were noted. The insulin pump passed the functional tests including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.